Manufacturer narrative:
The reported device was not received for investigation; therefore the reported failure cannot be confirmed. The complaint will be closed without a detailed investigation report and based on probable root cause. In the event that the device is received, the complaint will be reopened, a full evaluation will be conducted, and the investigation will be updated with the new results. Probable root cause for the reported failure involving this device could have been caused by: bulb assembly, ballast, control board, ac inlet board, reed switch, thermal switch, ballast connector, beam sensor, fuses, front panel membrane switch, esst components, motor assembly, sidne input, light post, em interference. Use errors: the product was not returned for investigation therefore the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
The endoscopy tip burned two patients in one month period.

Event description:
The endoscopy tip burned two patients in one month period.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.